Event description:
Per the clinic, the patient was hospitalized overnight twice (specific dates and duration not reported) due to an infection at the implant site and was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue did not resolve; and the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.